Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, the foot would not seat properly against the vessel. The knot remained in the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it in the pre-plunger deployment position with blood present in the device indicating introduction into the anatomy. The link was loose indicating the foot had been opened at some point. The sheath was kinked distal of the suture bearing. The cause for the kink could not be determined. During testing the foot was opened and closed (parked) by raising and lowering the lever without difficulty. The foot was in the correct deployment position with each attempt. There was no product deficiency detected. The positioning and deployment of the foot of each device is inspected during manufacturing. A quality control audit inspection is performed to verify product quality. There was no information provided regarding whether or not marking was achieved at any point, the marker lumen communicates with the marker port to provide visual confirmation that device is correctly positioned in the vessel. When the device is not placed correctly in the arteriotomy, marking can not be achieved or if the foot is not pulled back gently against the anterior arterial wall the marking will not stop. Based on the analysis of the returned device, inspection criteria and reported information the cause for the reported difficulty positioning the foot could not be determined, as the reported difficulty positioning the foot during deployment appears to be related to the operational context during use and not a product quality deficiency. A query of the complaint-handling database was performed and there have been no previous incidents reported for difficulty positioning the foot for this lot number. Based on the investigation of the device, inspection criteria and reported information the difficulty of positioning the foot and subsequent failure to achieve hemostasis with this device appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.